Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and the patient was hospitalized on (B)(6) 2018. The customer reported that the patient went into diabetic ketoacidosis. Doctor wants to put patient back on pump therapy, but needs to troubleshoot to determine if pump is functioning as designed. Patient's blood glucose at time of incident was in the 400's mg/dl. Patient's current blood glucose is 199mg/dl. The patient is currently on insulin drip. Blood glucose value when admitted to hospital was 400mg/dl. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. The insulin pump passed high pressure test. Troubleshoot determined that the pump is functioning as designed. The customer also reported that blood glucose was 358mg/dl, 565mg/dl, 586mg/dl, 288mg/dl, 488mg/dl, 421mg/dl and 329mg/dl. The insulin pump will not be returned for analysis